Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had cracked lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had scratch and no further details given. The customer¿s blood glucose level was unknown at the time of incident. Customer advice to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.